Manufacturer narrative:
E1: patient country: (B)(6) patient city: puerto rosario. Establishment name: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that, the patient experienced infusion set detachment from skin due to sweat and was discarded on (B)(6) 2026.